Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that there was an intermittent abnormality in the couch movement. A philips quality analyst (pqa) confirmed that there was no harm to a patient, operator or bystander. A philips field service engineer (fse) reported that when the bed raise (up) button was pressed, the couch moved up and in to the gantry. The fse reported that this was due to improper engagement of the load pedal on the multi-function footswitch (mffs). The fse removed a spacer from and realigned the load pedal of the mffs to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that when utilizing the up button on the gantry control panel for a patient procedure, the patient support moved upwards and inwards, on a br 64 system. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander as a result of this issue. The customer contacted the philips help desk to inform them of this event and the fse was dispatched. The fse arrived on site and evaluated the system. The fse found multiple motion errors in the log files. While checking the footswitch, the fse observed that the load pedal of the footswitch was stuck engaged by a foreign object (a spacer). The fse stated that the spacer caused the pedal to be stuck engaged, therefore, causing the upwards and inward movement of the patient support and the motion errors. The fse added that when he disconnected the footswitch from the system, the errors disappeared. The fse removed the spacer from the footswitch and realigned the load pedal to resolve the issue. There was no part replacement. After the service, there were no further recurrences of the event at the site. CT engineering determined this event to be and acceptable risk. The following mitigations for this issue include: a. Stopping horizontal motion in the presence of resistance force (not applicable for vertical). B. Table collision envelope. C. Single fault safe against uncontrolled motion: ¿ horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. ¿ double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. D. Design mitigations enabling human response: ¿ continuous activation for manual motion. ¿ emergency stop controls enable termination of motion in hazardous condition. ¿ emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. ¿ speed of motorized non-programmed motion is limited. The cause was the footswitch being stuck engaged due to a spacer.